Event description:
It was reported that the customer had a motor error and no delivery alarm on the insulin pump. The customer's blood glucose level was 167 mg/dl. The customer insulin pump was no cracks or damage and no significant events. The insulin pump was not dropped or bumped and not exposed to magnetic fields. The customer change out infusion and reservoir. No further information was reported.

Manufacturer narrative:
Findings: motor error alarm during occlusion test and unable to prime duringprime/a33 test due to faulty fsr(gold). Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Pump had minor scratched display window and broken reservoir tube lip the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.